Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined to continue troubleshooting for the issue and further information regarding the event was not provided. Customer¿s blood glucose level was not impacted by the event. Customer continued to use their pump for insulin delivery.